Event description:
It was reported that during a lsh case, the device was reloaded for the 5th firing when placed on the tissue and fired it would not release. They excised it off of the tissue with another device. The case was completed with the harmonic scalpel with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.